Manufacturer narrative:
Sample was collected in a 5ml bd hemograd vacutainer. Sample was less than 2 hours old and was stored at room temperature. Controls were run before and after the incident and were within the expected range. The blasts and variant lymph flagging is set to the mid level for sensitivity. Root cause for this event is based on the raw data analysis indicating that the algorithm could not consistently produce blast flag for a specific specimen. However, the instrument would have generated a variant lymph differential flag at the instruments highest sensitivity setting. Service was not dispatched for this event. Per labeling, beckman coulter inc does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of the instrument results.

Event description:
A customer contacted beckman coulter inc (bci) stating that the coulter lh 780 hematology analyzer failed to provide a white blood count (wbc) or differential flag on the initial run of a specific patient sample that contained blasts, resulting in erroneous results for the differential parameters. Only an r flag was generated by the instrument for platelets, but the platelet result was considered to be correct so the erroneous results were reported out of the laboratory. Delta check failures for the differential parameters triggered the customer to rerun the specimen on the same instrument and on an alternate instrument. Both reruns generated blast flags. The manual differential had 92% blasts. Manual differential results were sent out as corrected reports. There was no death, injury, or affect to patient treatment that attributed to this event.